Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was detached cannula. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was detached cannula. The sensor was inserted into the abdomen on (B)(6)2019. A sensor applicator was returned for evaluation. Based on visual inspection, the applicator was fully deployed. The reported event of a needle retraction issue could not be confirmed. A probable cause could not be determined. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.